Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent tooth extraction procedure on (B)(6) 2019 and suture was used. The suture broke 10 minutes after sewing the wound in the surgery of tooth extraction. Changed another one to sew again and complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.